Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 436 mg/dl). Customer alleged that intermittently, the pump was not delivering insulin. Customer reverted to using an alternate pump for insulin therapy. As tandem technical support was not contacted at the time of the event, a cause could not be determined. Reportedly, customer resumed pump therapy with the tandem pump.